Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a failed battery test from the insulin pump. The customer stated that they had to change out the battery 3 times in the past week. The customer stated that the previous battery alarm did not recur. The customer was advised to remove the battery from the pump and insert new aa batteries. The customer was advised to monitor the pump and call back if the error recurs in the next 4 hours.